Manufacturer narrative:
The oad was returned with a driveshaft fracture at the distal side of the crown. The guidewire was returned engaged in the distal section. Scanning electron microscopic analysis identified fatigue striations at the site of the driveshaft fracture which can occur when the driveshaft undergoes excessive flexing near the crown. The root cause of the driveshaft fracture could not be determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Event description:
The driveshaft of the diamondback 360 coronary orbital atherectomy device fractured. The fractured component was successfully retrieved. A new oad was used to complete the procedure. The patient was stable.